Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device was removed in (B)(6) 2017 due to a number of issues over the years. The device was not working and also they needed the implant taken out for needed mris. No further complications were reported.

Manufacturer narrative:
UDI added as correction. If information is provided in the future, a supplemental report will be issued.